Event description:
Uncontrolled blood sugar followed by diabetic ketoacidosis [diabetes mellitus inadequate control]; diabetic ketoacidosis [diabetes ketoacidosis]. Case description: medical device information: class iia. This spontaneous case from india was reported by a consumer, as "uncontrolled blood sugar followed by diabetic ketoacidosis" and concerns a patient (age and gender unk) treated with novorapid flexpen (insulin aspart) from unknown date to unknown date due and using novofine 31g (needle) due to type 1 diabetes mellitus. On unknown date the patient was hospitalized due to uncontrolled blood sugar followed by diabetic ketoacidosis. Analysis reply: product: novorapid flexpen 100 u/ml, lot no.: th70819, drug conclusion: cartridge/preparation: the returned product was examined visually. Furthermore, the parameters identity, assay, degradation, and insulin aspart related impurities were examined. The product was found to be normal. The results were found to comply with specifications. Device conclusion: pen parts/mechanism: visual and functional examinations were performed. The dose accuracy was measured by weighing. The result was within acceptable limits. During testing of the device, it has not been possible to detect any irregularities. The pen has a gap between the piston and the piston rod, which is below or equal to 12 iu. Product: novofine g31, lot no.: n/a, needle conclusion: a needle, which has been used for injection by the user, was blocked upon receipt of the complaint in nnas. Most likely this fault occurred during use of the needle. Reporter's causality: unknown, novo nordisk's causality: reportable. Please note: follow-up information received 04-nov-2008 resulted in the novofine 31g being added as a suspected device.